Event description:
It has been reported that during the procedure this device was defective. Reportedly, it "failed to inflate". Further details were not available. The device was removed and replaced. There is no report of pt injury. The device is being returned for analysis.